Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation confirmed that the probe broken off at 17 mm from the distal end. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. This type of probe damage is most likely related to the operator's technique. Based on the evaluation of the subject device and the similar cases in the past, the breakage of the probe might be caused by excessive stress applied to the probe due to activation while holding the tissue and twisting the subject device. The ultra sound output error might be caused by activation with broken probe. The instruction manual of the subject device already states; warnings: do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. Cross reference MFR. Report number: 8010047-2016-00573.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause could not be conclusively determined. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. A supplemental report will be submitted, if additional and significant information becomes available at a later time. Cross reference MFR. Report number: 8010047-2016-00573.

Event description:
The two subject devices were used during a laparoscopic assisted colectomy. The ultra sound output error occurred on the both of two devices and the probes were broken off out of the patient. It was unknown whether the procedure was completed or not. No patient injury was reported. This is the first of two reports.